Event description:
The customer reported that an error code displayed and an image was missing. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
(B)(4). No further information has been received from the dealer at this time. Investigation is still in-progress. If additional information is received regarding the investigation, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).